Event description:
The patient reported that last week she felt thirsty and found the self- adhesive of the infusion set headset was wet and her blood glucose was elevated to 500 mg/dl. She stated the cannula of the infusion set was bent. The patient did not have supplies to treat elevated blood glucose and she went to the hospital and received an injection of 10 units of insulin. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation. The complaint describing a leaky on the head set and a bent cannula cannot be verified, the head set meets product specifications. No sample was received for examination. A retain sample was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
No product returned for evaluation.